Event description:
Follow-up to the physician's office on (B)(6) 2016 revealed that the patient has not had any seizures since the device had been replaced, and the seizures were thought to be due to the battery status. The physician did not suspect the device was malfunctioning.

Event description:
It was reported by a company representative that a patient's generator was interrogated and the battery status was intensified follow-up indicator was set. The patient was referred for battery replacement surgery. On (B)(6) 2016, the patient's sister reported that she was having an increase in seizures. Generator replacement surgery occurred on (B)(6) 2016. The explanted device was reported to have been discarded per hospital protocol. Additional relevant information has not been received to-date.